Event description:
It was reported that the patient had redness and swelling at the device pocket due to infection. The patient's pacemaker, the right atrial lead, the right ventricular lead and the left ventricular lead were explanted due to infection. A new leadless pacemaker system was implanted. The patient was stable throughout.

Manufacturer narrative:
A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The results of the investigation are inconclusive since the lead was not returned for analysis.